Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number? Does the surgeon believe that ethicon product (vicryl suture and monocryl suture) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products (vicryl suture and monocryl suture) involved? Patient demographics? Citation: journal of vascular surgery volume 68, number 6 p1744-1752; doi: https://doi.org/10.1016/j.jvs.2018.05.224. (B)(4).

Event description:
It was reported via journal article: "title: a randomized clinical trial evaluating negative pressure therapy to decrease vascular groin incision complications " author/s: jeontaik kwon, md, cara staley, crnp, megan mccullough, crnp, selena goss, md, mariano arosemena, md, babak abai, md, dawn salvatore, md, david reiter, md, and paul dimuzio, md, citation: journal of vascular surgery volume 68, number 6 p1744-1752; doi: https://doi.org/10.1016/j.jvs.2018.05.224. The aim of this randomized prospective single-center study was to evaluate the effect of negative pressure therapy on the healing of elective vascular surgery groin incisions compared with standard dressings during 30-day period. Between january 1, 2015 and december 31, 2016, low risk standard dressing (n=21; male=15; mean age=71.2 years, age range=56 ¿ 89 years), high risk, standard dressing (n=60; male=36; mean age 67.4, age range=41 ¿ 84 years) and high risk, prevena (n=59; male=26; mean age=64.6, age range=44 ¿ 83 years) were enrolled in the study. At the conclusion of the procedure, the surgical wounds were closed in layers of vicryl suture (ethicon), followed by skin closure with either staples or running monocryl subcuticular suture (ethicon). Reported wound complications included dehiscence (n=2), infection (n=19), hematoma (n=1). Wound complications treatment requiring intravenous antibiotics, reoperation (n=16), or readmission (n=15). The result of bacteriology of wound infections (bacteria species) for high risk standard dressing were gram negative: klebsiella pneumoniae, pseudomonas aeruginosa, serratia marcescens; gram positive: staphylococcus aureus and staphylococcus epidermidis. For high-risk, prevena dressing were gram negative: klebsiella oxytoca, serratia marcescens; gram negative (facultative anaerobic): proteus mirabilis, enterobacter cloacae, escherichia coli; gram positive: staphylococcus aureus, streptococcus anginosus, staphylococcus lugdunensis; gram positive (facultative anaerobic): enterococcus faecalis, enterococcus faecium (vre, vancomycin-resistant enterococcus). The result of bacteriology of wound infections (fungal species) for high risk standard dressing were: candida glabrata and candida albicans. For high-risk, prevena dressing was: candida tropicalis. In conclusion, the study suggests that negative pressure therapy significantly reduces the major wound complication, reoperation, and readmission rates for patients at high risk for groin wound complications